Event description:
It was reported that a malfunction occurred with a code of malf 12, resulting in the customer's blood glucose level exceeding 500 mg/dl, though the specific value was displayed as "high." The customer had not taken any prior action to address the high blood glucose level and contacted technical support, who assisted in resetting the pump. The pump was successfully reset, and the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues reappeared, and acknowledged this guidance.